Event description:
The pump was explanted and returned to the MFR after an implant duration of 49 mos. No reason for the explant was given. A f/u report will be sent when add'l info is rec'd.

Manufacturer narrative:
Device analysis not available at the time of this report. A f/u report will be sent when analysis is complete.